Event description:
It was reported that the patient programmer battery had been dead for over a week and that the patient had not used it. It was stated that upon putting in new batteries, the patient saw an elective removal (eri) screen. A longevity calculation was estimated (program 1: 8.2 volts, frequency 40 hertz, 2 cathodes and 2 anodes, therapy impedance 386 ohms, current 12.2 mamps; program 2: 4.0 volts, frequency 40 hertz, 2 cathodes and 2 anodes, therapy impedance 393 ohms, current 9.6 mamps) and found to be less than 3 months for eri and 4.03 months for end-of-service (eos). It was noted that the current electrode impedance showed all values between 600 and 800 ohms. It was also noted that the battery voltage was 3.025 volts. It was mentioned that when the manufacturer representative first interrogated the device, program one was at a ¿quite high,¿ so it was reduced down to 5.0 volts. It was further mentioned that at some point the battery voltage dipped below 2.6 volts, but with the changes, the battery voltage went to 3.025 volts. It was later reported that the patient was programmed with lower amplitudes and rate. The plan was reportedly to replace the device, but no date was scheduled. Additional information stated the patient¿s battery was replaced due to ¿premature¿ battery depletion. It was reported the battery ¿only lasted nine months when replaced." It was noted that one lead was left ¿intact since the patient was getting good relief.¿ it was reported no patient symptoms or complications were associated with the event.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, # serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the stimulator, serial #(B)(4), found the battery was at normal end of life and telemetry and output were okay. There was no significant anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient could not adjust stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.